Event description:
It was reported by a non-medical professional that in 2006, the patient underwent a left l4-l5 and l5-s1 tlif including the placement of pedicle screws and a fusion cage. In 2007, the patient returned to the hospital with worsening back pain and leg weakness. A revision surgery was performed two day later, due to retropulsion of the l4-l5 fusion cage causing the cage to impinge on the left nerve root.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.